Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. The following information was requested, but unavailable: what was the name of the procedure? No further information is available. What is the lot number? No further information is available. What was used to complete the procedure? No further information is available. Device return status: we regularly contact with sales rep about the device returning. No further information will be provided. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Trade name - irgacare®; active ingredient(s) ¿ triclosan; dosage form ¿ suture/solid/parenteral; strength ¿ = 2360 g/m.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and barbed suture was used. During the procedure, the needle got detached from the suture during use. There were no patient consequences reported. Additional information was requested.